Event description:
It was reported that the patient presented remotely via merlin.net. Reveal of the transmission revealed that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. Programming changes were performed. The patient was in stable condition.